Event description:
Pt had cardiac cath on (B)(6) 2008. The angioseal was being used to seal the catheter insertion site. The device would not deploy the collagen and the device could not be released from the site. Pt was taken to the operating room to remove the angioseal device. Later informed by manufacturer's rep that in this type of situation, one can avoid surgery by opening head of device and cutting string to release device. This info was not available in the literature supplied with the device or available on-line.